Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the surgeon was performing a tumor resection for the patient, and during the operation, they found that the device couldn't drain cerebrospinal fluid normally. It was stated that the surgeon immediately replaced the device with another one. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned port met the requirements for leak testing. Proteinaceous debris was observed within the interior and exterior of the valve. Approximately 23 cm of the returned catheter was patent and met the requirements for leak testing. All ports and catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the doctor confirmed that the product was unable to drain cerebrospinal fluid properly. The doctor thought the product quality problem led to the cerebrospinal fluid not being able to outflow.